Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose levels were rising in the middle of the night. They would take a manual injection but their blood glucose would not go down. They removed the set and noticed the cannula was bent. The customer reported that the issue with high blood glucose and bent cannula recurred. On the first occurrence, her blood glucose level was within the range of 400 mg/dl. While on the second occurrence, her blood glucose level was within the range of 300 mg/dl. Troubleshooting was performed. The customer stated they had already changed the set. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.